Manufacturer narrative:
The device currently remains implanted. This report will be updated upon receipt of additional information.

Event description:
It was reported during a routine follow-up in clinical, a sudden change in the device's longevity was observed, and the battery was showing 1.5 years remaining. During the previous device check, the battery longevity was showing 6 years remaining. The device currently remains implanted. No adverse effects to the patient were reported.